Event description:
The MFR was notified that during implant of a size 23 carbo-seal valsalva ascending aortic prosthesis into a pt, the graft ignited when the surgeon used a cautery to cut the conduit. The hole had to be repaired using a patch of aortic tissue. The operation lasted more than four hours.it is not known whether the graft was immersed in saline prior to use as is precautioned in the information for use. There were no injuries reported as a result of this event.